Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra (s3u) valve, wire position in the left ventricle (lv) was lost while the delivery system with valve was crossing the native aortic valve. The loss of wire position was due to the wire being inadvertently pulled out of the lv. There was no patient injury. There was difficulty withdrawing the delivery system with valve from the patient due to severe iliac disease. Valve alignment was performed and the valve was subsequently deployed in the descending aorta. A second 23 mm s3u valve was prepped and deployed successfully in the aortic valve. There was no damage noted to any edwards devices.